Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: lymphadenopathy: silicone-induced lymphadenopathy is a well-known rare complication of implant insertion. It is a disease of the lymph nodes (small, round structures that operate as part of the body¿s immune system). They become abnormal in size or consistency (most commonly producing swollen or enlarged lymph nodes). After implant insertion, axillary lymphadenopathy causes are multifactorial, with possible factors including granulomatous reaction, inflammation, and/or malignancy. Literature reports associate lymphadenopathy with intact and ruptured silicone breast implants since microscopic silicone droplets can migrate to body tissues even when the implant surface remains intact. Breast implant rupture and/ or leakage through an intact surface can cause fibrosis and granulomatous reactions, which in turn can result in a contracture or regional lymphadenopathy that sometimes mimics malignancy. Various patterns of lymphadenopathy and even extranodal pathology may be observed. Tissue examination is essential to identify the cause of lymphadenopathy. When in doubt, spectrometry analysis can confirm a diagnosis of silicone-induced lymphadenopathy. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Brazil. Allegedly, the patient presented with breast pain, redness, and swelling in both breasts. MRI findings suggested free silicone in the right breast compatible with intracapsular rupture (sn: (B)(6)), and a nodular area between the implant and fibrous capsule in the left breast, possibly associated with a capsular granuloma (sn: (B)(6)). A revision surgery was performed. No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.